Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was obtained for use. No patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a guide wire with the advancer for analysis. A portion of the returned sample had the guide wire outside of the advancer tubing. Signs of use were observed despite the description saying that kinking was found prior to use. However, the customer confirmed that the biomaterial left on the guide wire was "contaminated by bloody gloves." Visual inspection revealed that there were two kinks on the guide wire across the body. A laboratory swg cap was used to fully assemble the swg assembly. The location of the kinks would have been located within the tubing assembly when fully assembled, protecting it from damage. Microscopic examination confirmed both welds were full and spherical. No other defects or anomalies were observed on the guide wire assembly. There was a kink 288mm from the proximal tip which would be inside the advancer tubing when fully assembled. The distal j-had a kink 27mm from the distal tip. The guide wire total length measured 603mm, which is within the specification limits of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a laboratory arrow raulerson syringe (ars)/introducer needle assembly. The undamaged portions of the guide wire were able to pass with little to no difficulty. Major resistance was encountered at the 288mm kink of the guide wire which prevented the rest of the guide wire from passing. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report of swg kinked was able to be confirmed though visual analysis of the returned sample. There were two kinks on the guide wire. All portions of the guide wire met relevant dimensional requirements; however, the guide wire would not meet all functional requirements due to the severity of the kinking. A device history record review was performed with no relevant findings. The portions of the guide wire that were kinked would have been protected within the assembly tubing and swg cap during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was obtained for use. No patient impact.